Event description:
Allegedly, bag tore from top to bottom along the side seam. New bag was opened. No injury.

Manufacturer narrative:
The reported condition cannot be confirmed as the bag was not returned and the evidence is inconclusive. During a routine review of our complaints, this ftr was re-evaluated. Because the info in the event description is insufficient to support a conclusion that a device related malfunction did not occur, the complaint will be reported to the FDA.